Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, initial analysis of logfiles shows no technical failure; few occasions of circuit calibration failed & passed subsequently. No root cause has been determined yet because further analysis of the log files is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the patient connected to the bellavista 1000e was struggling to breathe and desaturated down to 88%. It was a non-invasive ventilation with a CPAP (continuous positive airway pressure) of 4 and a fio2 (fraction of inspired oxygen) of 60%. Increasing the CPAP to 8 and fio2 to 100% did not improve patient's condition. There is flow but not enough, such that the mask collapsed. The end user subsequently exchanged ventilators which increased saturation to 94%.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h6 and h10 result of investigation: no device problem detected. Vyaire service engineer reported that verification checks performed without any issues. No failure noticed on the logs as well. It is visible that that a CPAP ventilation with 4mbar and 60% o2 was started on 06.01.2021 at 20:53:52 and immediately after that, the following alarms had been triggered: - alarm 256 - "disconnection proximal pressure line" (alarm active from 20:53:59 until 20:54:06) - alarm 251 - "disconnection" (alarm active from 20:54:13 until 20:55:06) - alarm 262 - "occlusion" (alarm active from 20:55:13 until 20:55:18) - alarm 251 - "disconnection" (alarm active from 20:55:47 until 20:55:52 and 20:56:10 until 20:56:22) there were circuit system related alarms active all the time during the mentioned CPAP ventilation, even after the mentioned settings changes to 8mbar pressure and 100% o2. No stable ventilation was established. Prior to the CPAP ventilation, a hfot was running. No circuit system test visible in between. It clearly looks like as there was a set-up / application issue. Performed a verification test. Unit is operating within specs.